Event description:
The patient reported their receiver site was red, draining, and an open wound. The implanting clinician identified the wound as infected and an explant procedure was scheduled. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2024. The patient is doing fine with only moderate soreness.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with antiseptic solution, not irrigating the incision site with antibiotic solution before closure, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. Additionally, severe force applied to the implant, excessive twisting, bending, or stretching, and inadequate fixation have been ruled out. However, the patient has a history of infections which may have contributed to the reported issue. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, mental capacity as the patient has a history of infections (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.